Event description:
It was reported by the customer that the handpiece got hot and burned the doctor's fingers. The bur guard melted onto the handpiece and could not be removed. There was no prescription medication administered to the doctor; the burn did not blister; there was no intervention. There were no reports of any adverse event associated with this malfunction.

Manufacturer narrative:
The handpiece involved in the reported event was evaluated. During the evaluation, the technician was unable to duplicate the reported event. Preventative maintenance was performed on the handpiece and returned to the customer.